Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the port with attached catheter. Blood stains were noted on the device. The catheter was noted to be completely broken at the tip. The broken 2cm catheter piece was noted to be missing. Therefore, investigation is confirmed for the reported catheter fracture and material separation issues. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event cannot be verified from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the m.r.I. Ultra slimport at right femoral vein for port placement. 8 months and 18 days post procedure, the patient experienced discomfort and chest pain. Upon examination at the hospital, it was noted that the catheter had allegedly fractured and become lodged within the heart. The catheter was removed. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the m.r.I. Ultra slimport. 8 months and 18 days post procedure, the patient experienced discomfort and chest pain. Upon examination at the hospital, it was noted that the catheter had allegedly fractured and become lodged within the heart. The catheter was removed. The procedure was completed using another device. The current status of the patient was unknown.